Manufacturer narrative:
Exact date unknown, event occurred five years ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.